Manufacturer narrative:
Device evaluation: analysis of the returned device identified creases fold, voids in the gel, deformation of the device and weight to the specification. Cloudiness in the gel was observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported, "capsular contracture" baker grade iii on right side. The device has been explanted.

Manufacturer narrative:
Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19. Additional, changed, and/or corrected data: d.7 , h.6.

Event description:
Healthcare professional reported, "capsular contracture" baker grade iii on right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Healthcare professional reported, "capsular contracture" baker grade iii on right side. The device has been explanted.